Event description:
The laboratory evaluated their data from the past three years for insulin-like growth factor (igf-1) on an immulite 2000 instrument and stated that there had been an overall positive shift. There was a shift of approximately nine percent in (B)(6) 2010 when the customer began using lot 450. A second shift, of approximately seven percent, occurred in (B)(6) 2011 when the customer began using lot 470. There were no reports of patient intervention or adverse health consequences due to the discordant igf-1 results.

Manufacturer narrative:
The cause of the increase in abnormal results for igf-1 is unknown. An urgent medical device correction (umdc), umdc 2012-11-13 - "immulite / immulite 1000 / immulite 2000 / immulite 2000 xpi all immulite platforms for igf-I shift in patient medians and supply disruption" was sent to customers in november 2012. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2012-00390 was filed on november 20, 2012.(B)(4): additional information: the corrections and removal report (crr) was filed with the FDA on november 28, 2012. The crr number is 2432235-11/28/2012-007-c.